Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received with pillowing keypad overlay, cracked select button keypad overlay, broken reservoir tube lip, minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump was broken. The customer's blood glucose level was unknown. It also reported that there was crack on edge where the reservoir goes in and the plastic ring around it was came off. The customer will return insulin pump for analysis.